Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances and high pacing thresholds. The pace impedances were observed to be greater than 2000 ohms. A revision procedure was performed and the rv lead was successfully surgically abandoned and replaced. Damage was noted on the lead during the revision. There have been no additional adverse patient effects reported.